Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).